Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2018. The patient¿s mother stated the patient experienced redness on (B)(6) 2018, and when the sensor was removed on (B)(6) 2018, she discovered hives and blistering from the sensor adhesive. The affected area was located on the upper arm. The patient¿s mother is a doctor and prescribed a steroid cream to treat the reaction. Exact date of medical intervention is unknown. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/14/2018 that the patient had experienced multiple skin reactions. A medical review was completed and additional information was reported regarding the skin reaction that occurred on (B)(6) 2018. The patient¿s mother reported that prior to placement of sensor, the patient prepared the skin with skin tac, opsite, and duoderm. The skin reaction occurred on (B)(6) 2018, and included itching and watery discharge. Previous skin reactions occurred after each sensor application and took approximately one week to resolve. On (B)(6) 2018 the patient saw a dermatologist and was prescribed a topical steroid cream as a potential preventative mechanism, however this was not used for treatment of the skin reaction. On (B)(6) 2018, due to the multiple reactions that had previously occurred, the patient met with an allergist to see if there might be a solution for the adhesive reaction. Nothing was prescribed. At the time of contact, it was indicated that the patient was in good condition. No additional event or patient information is available.